Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The representative reported via e-mail that they had air bubbles in the reservoir. The representative stated that the customer had blood glucose of 105 mg/dl. The reservoir will not be returned for analysis.